Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a 45 mm needle inserted in the proximal humerus and during removal the io needle broke off, leaving a small piece of needle in the bone. CT scan confirmed location and after consultation with orthopedics they decided to leave the small piece of metal needle in the bone. Based on the patient complaint form submitted, it is documented that the removal by staff rn did not involve the use of syringe as per teleflex training material and immediate remediation of staff was completed by trauma department nurse educator.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The complaint sample is not available for physical investigation at teleflex. The root cause cannot be established. The complaint cannot be confirmed. A section of the IFU will be referenced as part of the investigation report for this complaint. The IFU states, "remove the catheter by applying traction while rotating the syringe and catheter clockwise. Maintain axial alignment during removal. Do not rock or bend the catheter". The certificate of compliance could not be reviewed as the lot/serial # was not reported. The complaint sample is not available for physical investigation at teleflex. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
It was reported that a 45mm needle inserted in the proximal humerus and during removal the io needle broke off, leaving a small piece of needle in the bone. CT scan confirmed location and after consultation with orthopedics they decided to leave the small piece of metal needle in the bone. Based on the patient complaint form submitted, it is documented that the removal by staff rn did not involve the use of syringe as per teleflex training material and immediate remediation of staff was completed by trauma department nurse educator.